Manufacturer narrative:
(B)(4). One rt235 breathing circuit kit was received for investigation. The product packaging was unsealed. Method: the returned breathing circuit kit was visually inspected for missing components. Results: an adaptor was found to be missing from the dryline tubing in the breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 100914. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted adaptor. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt235 breathing circuit kit was missing a connector. The hospital identified that the connector was missing from the kit prior to patient use.